Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: suspected "bia-alcl and related complications" (breast implant associated anaplastic large cell lymphoma). The reported event or events are physiological complications (suspected breast implant associated anaplastic large cell lymphoma), and device analysis typically does not help allergan determine the cause.

Event description:
Patient's legal representative reported "bia-alcl and related complications (e.g. Subsequent capsulectomies)". Histopathological markers confirming alcl have not been received. This record is for the left side. Device was explanted.